Event description:
It was reported that during a laparoscopic sleeve gastrectomy procedure, the staple line was bleeding and an incomplete b shape staplers formed along the staple line. The surgeon sutured on the staple line to complete the procedure. There were no adverse consequences for the patient reported.

Manufacturer narrative:
(B)(4). Additional information: batch: l54m2u; manufacturing date: 9/27/2014; product exp. Date: 8/27/2019. Intra-operative photographs received; the photographs, due to the inability to see the legs inside the tissue, unfortunately, cannot be utilized to determine if the staples are malformed. The visible legs appear to satisfy the specification for good b-form. Based on the photographic evidence, the event description cannot be confirmed. The cause of the complication cannot be identified from the photos. The analysis results showed that four ecr60g cartridge reloads were received. Cartridge (a, b, c) k5ca63 were received fully fired and in good visual conditions. Cartridge (d) l54m2u was received fully fired and with cartridge deck damage. The found damage on the deck is consistent when the device is fired over an already existing staple line; when this happens the knife plows the staples on cartridge deck and shaving may occur. To mitigate the potential for staples getting into the cartridge and interfering with the knife path during device firing, prior to reloading the device, rinse the anvil and cartridge jaw in sterile solution and then wipe the anvil and cartridge jaw to clean any formed but unused staples from the device. Additionally, proper care should be taken when placing the device on the tissue to be stapled, to ensure that no hard obstruction such as a clip is included with the tissue inside the jaws. No further functional test could be performed due to the condition of the reloads. The reported event could not be confirmed as no functional testing could be performed to the received cartridge reloads. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis.

Manufacturer narrative:
(B)(4). Information was not provided by the initial contact. Information is unavailable. Photograph. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. At the time of this submission, the device has not been returned for analysis. Additional information was requested and the following was obtained: was a blood transfusion required? - no. Was any buttressing material being used? If yes, what type? - no. What was the product code for the stapler used with the ecr60g cartridges? ¿ ple60a. Photographic conclusion: based on the photographic evidence, the event description cannot be confirmed. The cause of the complication cannot be identified from the photos.